Event description:
On october 26, 2006 the lay user/reporter (patient's wife) contacted lifescan alleging that the patient's one touch ultra was reading inaccurately low compared to his feelings and to other devices. The medical affairs specialist (mas) listened to the call between the patient and the customer care advocate to obtain/verify the following information. For an unspecified time, the patient had been feeling awful but his symptoms got worse. The patient's wife stated that he was acting "delirious", could not talk straight, and was feeling awful. The pateint tested his blood glucose and got "120-130 mg/dl" on his meter and a "400 mg/dl" on his friend's meter, performed within 10 minutes of each other. The patient's wife was unable to report if the patient administered self-care after obtaining the meter readings. Around 6:30-7pm the same day, the patient went to the emergency room and was treated for elevated blood glucose levels; however, the patient's wife was unable to specify his blood glucose on the hospital's device and the specific treatment he received. The customer care advocate (cca) verified that the meter was set correctly "mg/dl", an approved sample source (finger) was used, and the correct testing/cleaning techniques were used. The cca discovered that the patient has had the meter for 6 months and had never coded the meter. The meter was miscoded (meter=code 9, test strips=code 23). The meter had been miscoded for an unspecified time, which can contribute to inaccurate meter readings. However, this complaint is being reported, because the patient developed symptoms over a period of time and ended up going to the emergency room where he was treated for elevated blood glucose levels. The patient's meter reading did not correlate with his treatment at the emergency room. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.